Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that the guide wire coating came off. The target lesion was located in the severely calcified superficial femoral artery. A 300cm v-14¿ controlwire® was advanced to the lesion. However, when the device was pulled back, the coating kind of came off at the distal tip of the guide wire but did not detach. The device was completely removed and the procedure was completed with a different guide wire. No patient complications were reported and the patient's status was fine.